Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that either the right ventricular or right atrial lead perforated the heart. It was also noted the patient underwent a pericardial centesis. The leads were repositioned and remain in use. No further patient complications were reported as a result of this event.